Event description:
It was reported that an unspecified amount of time following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. An unknown size taxus express2 stent was implanted in the rca (right coronary artery). An unspecified amount of time later, in-stent restenosis was discovered. The proximal rca was 90% stenosed and moderately tortuous. Treatment consisted of balloon angioplasty. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation could not be performed, as the batch number is unknown. The most probable root cause of this event is anticipated procedural complication.